Event description:
The facility reports two cnas transferred the patient from chair to bed. They placed the patient in the lift and raised the lift. The patient slipped through the sling and fell to the floor, suffering a fractured right hip.

Event description:
The facility reports two cnas transferred the patient from chair to bed. They placed the patient in the lift and raised the lift. The patient slipped through the sling and fell to the floor, suffering a fractured right hip.